Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed flow transducer test during pre-use check. Further investigation revealed that expiratory cassette needed to be replaced. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The flow transducer test checks the inspiratory and expiratory flow transducer. During this test, the different subsystems concerned are compared. The difference between the subsystems must not be more than ±0.3 l/min. The flow transducer test will pass if the result of this check corresponds to the old calibration factor from a previous pre-use check. The same expiratory cassette must be used. The new calibration factor for the expiratory flow transducer may not differ more than -10% to +15% from factory calibration.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).